Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the embolization procedure the subject guidewire had become separated during the advancement and turning of the device. The physician was unable to retrieve the separated part and aborted the procedure. There was no noted clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during the embolization procedure the subject guidewire had become separated during the advancement and turning of the device. The physician was unable to retrieve the separated part and aborted the procedure. There was no noted clinical consequences to the patient.